Manufacturer narrative:
Additional info: macroscopic examination confirms the implant is fractured into multiple pieces and broken. The extent of the damage suggests si gnificant force was utilized during the attempted insertion. Additionally, witness marks and deformation on the nose of the implant suggest significant force utilized during attempted implantation. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.

Event description:
It was reported that a patient underwent a "tlif procedure from l5-s1. Intra-op, the crescent cage was firmly attached to inserter and was inserted as per technique. The inserter was released. When the cage was repositioned with angled tamp and hammer, the cage split in half. All the cage was removed."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.